Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The large hem-o-lok clip applier instrument was analyzed and found to have damage to the input disks, which caused it to fail engagement. The instrument was placed on an in-house system, but it failed the engagement test on all three attempts. Therefore, it was impossible to test the instrument for intuitive motion. The complaint regarding non-intuitive motion was not confirmed by failure analysis. Additional observations related to the customer-reported complaint include the instrument having a broken input disk. Input disk #7 was found completely detached from the base of the housing, resulting in the instrument failing to engage.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the large hem-o-lok clip applier instrument was moving up and down on its own. The site used a backup instrument to continue the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon's console. The unexpected motion occurred when attempting to place a clip on a vessel. There was no damage to the vessel. The clip did not fall into the patient. There was no instrument-to-instrument or system arm-to-arm interference. There was no harm or injury to the patient. They inspected after and it appeared that one of the cables near the wrist was dislodged. There were no images available. The incident occurred towards the end of the procedure.